Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "intracapsular rupture", "silicone perspiration", "folds, waves, rotation, modification of devices¿ color, capsular contracture baker grade ii". This record is for the right side. Device explanted.